Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure. According to the complainant, they were treating a non severe bleed in the stomach. During the procedure, the injection gold probe device would not heat up to cauterize. They used a gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was analyzed and the reported defect was not able to be confirmed. The incident device revealed no material defects and/or functional anomalies that may have caused, or contributed to the reported incident. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure. According to the complainant, they were treating a non severe bleed in the stomach. During the procedure, the injection gold probe device would not heat up to cauterize. They used a gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a gastroscopy procedure. According to the complainant, they were treating a non severe bleed in the stomach. During the procedure, the injection gold probe device would not heat up to cauterize. They used a gold probe device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.